Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the investigation is confirmed for a detachment and a balloon rupture. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model va80124 pta balloon dilatation catheter allegedly experienced a material rupture and detachment. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a 49-year-old male weighing 404 lbs.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation identified a detachment; however, the evaluation did not identify a rupture. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model va80124 pta balloon dilatation catheter allegedly experienced a material rupture and detachment. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a (B)(6) year-old male weighing (B)(6) lbs.